Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable rv coil impedance. The physician chose to open the pocket to confirm appropriate lead insertion into the associated device. Lead insertion was confirmed as normal. Lead impedance hassince stabilized and the lead remains in use and the patient continues to be monitored. No patient complications have been reported as a result of this event.